Event description:
It was reported that the patient with this non boston scientific right atrial (ra) lead had exhibited infection and inflammation at the device site. All available information indicated that the pacemaker along with the non boston scientific right ventricular (rv) lead and non boston scientific right atrial (ra) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).